Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient need more orthopedic and surgery to reconstruct knee again. Aseptic loosening on the tibial component. Femoral was replaced last year. Patient was pissed at depuy synthes because this makes for 4 surgeries on this knee revision. Doi: unk, dor: unk, unk knee side.